Event description:
A surgeon reported a 'result not very agreeable', after lasik surgery. Information provided showed a patient experienced an overcorrection, postoperatively in both eyes. Reporter informed that other cases treated on the same day of surgery had excellent results, and felt that this case was an 'outlier'. This report will reference the patient's left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).